Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was unknown whether the plug broke off in the connector block or when attempting to insert it into the connector plug; however, it was noted that the ¿plug was probably damaged during insertion.¿ the replacement plug was inserted without any problems. The cause of the plug breaking was unknown. There remained no complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29 lot# serial# unknown. Product type accessory. Other relevant device(s) are: product ID: 3550-29, serial/lot #: unknown. (B)(6) . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ¿pin plug was broken¿ when connecting it to the implantable neurostimulator (ins). It was noted the plug was not implanted and was instead disposed of. The issue was considered resolved at the time of report. There was ¿no health injury¿ reported with the event; no complications were reported or anticipated.